Manufacturer narrative:
The product was locked down, and could not be removed. It was replaced it with a new product.

Event description:
The product was locked down, can't be removed. Replaced it with a new product.

Manufacturer narrative:
The associated product was not returned to msi for investigation.

Event description:
The product was locked down, can't be removed. Replaced it with a new product.